Event description:
It was reported the generator was not working properly. When it was turned on there was a loud noise. They had to turn up the coagulation for it to work, but it still did not work correctly. They were able to finish the case with no customer impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition with monitor surface imperfections. When powered up, the unit made a lot of noise (resonant vibration from the heat sink fan; to be repaired by adding a washer under the rd amp pcba). The unit delivered rf energy correctly into the fixed resistors. All coagulation energy appeared to be at the correct power levels. The reported complaint could not be replicated. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.